Event description:
When attempting to print the emgs, the programmer session abruptly ended . Upon reinterrogation, device memories were empty. It was later possible to retrieve the stored egms and print it.

Manufacturer narrative:
Preliminary analysis shows that the root cause of this issue is related to an inadequate management at programmer software level. It has no impact on device operation.

Event description:
When attempting to print the emgs, the programmer session abruptly ended. Upon reinterrogation, device memories were empty. It was later possible to retrieve the stored egms and print it.

Event description:
When attempting to print the emgs, the programmer session abruptly ended. Upon reinterrogation, device memories were empty. It was later possible to retrieve the stored egms and print it.